Manufacturer narrative:
This report is being supplemented to provide the manufacture date in h4.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. However, based on the results of the investigation it¿s likely the rubber valve was damaged due to angled insertion and withdrawal of the endo-therapy accessory. However, the final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿7.5 inserting and withdrawing the endo-therapy accessories insert the endo-therapy accessory into the valve as straight as possible. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the single use biopsy valve (sterile) broke during insertion. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to correct the FDA product code to eoq.

Event description:
The issue was found prior to an unknown procedure. The procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b5 - event description, e2 - health professional, e3 - occupation, g2 - report source.